Event description:
Customer reported a malfunction code displayed on the pump, identified as malf 16, and confirmed the pump was within warranty. Customer did not provide information on whether blood glucose levels exceeded 500 mg/dl. Customer attempted pump reset with assistance from technical support, but the issue persisted. Customer was instructed to revert to multiple daily injections as backup therapy and will receive a replacement pump. Customer was guided on returning the malfunctioning pump and putting it into storage mode.